Event description:
The customer reported to olympus, the colonovideoscope had a damaged light and tie rods which needed to be adjusted. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: air/water tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: grip has a scratch, suction cylinder has foreign objects, switch box has a scratch, right/left knob has a scratch, upward/downward angulation control knob has a scratch, due to deformation of plug unit water tightness is lost, scope connector cover unit has a scratch, circuit board unit in suction connector has corrosion due to water leakage, scope connector case unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, due to burn on light guide lens, illumination is uneven, due to damage on charged coupled device unit, the image has black dots, due to damage on nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, bending section cover has foreign objects, light guide bundle has breakage, objective lens has a scratch, light guide lens has a crack, light guide lens has a chip, connecting tube is snaking, universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage at plug unit, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.